Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula kinked event on 16-may-2024.the infusion set was in use for less than 1 day. The infusion site was abdomen. The glucose level was in between 400 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available